Event description:
User called into emergency support program (esp) line to request support with gas loss alarm that occurred during cardiosave intra aortic balloon pump therapy. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, to review an intermittently occurring gas loss alarm that occured during approximately five days of patient therapy. The alarm was described as occasional. A review by esp team confirmed there were no signs of blood in the helium tubing and no loose or improper connections identified. The discussion focused on the nature of the alarm and potential contributing factors. User expressed appreciation for the clinical review and guidance provided. No harm or injury reported.